Event description:
No fault found. Other- specify in comments. Case rear- damaged/cracked. Door assy- light damage. Iui- corrosion. It was reported from the intensive care unit that during the dopamine infusion, the pump alarmed occlusion, which resulted with the dopamine to not flow through the tubing. The event did not result in a serious injury or impact to the patient.

Manufacturer narrative:
Although the complaint of alarming for occlusion was confirmed in the logs, it was not reproduced during device testing. Review of the pcu error log showed no recent errors were recorded. Review of the pcu event log showed the suspect device recorded multiple fluid side occlusion alarms while infusing the reported medication dopamine (drugid=159). Testing showed the device was operating within specification. Inspection showed no anomalies with the device. The device was being used for treatment purposes. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.